Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.

Event description:
The customer reported that: "during the surgical procedure when the surgeon opened the packaging it was noted that the metal level was badly positioned, leaking." The surgeon completed the procedure without any delay, it used another item available in the theater. No adverse consequences reported by the customer.